Manufacturer narrative:
E1 - facility name: (B)(6) hospital. E1 - address 1: no. (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope presented with poor brightness. There were no reports of patient harm.

Event description:
Additional information was provided by the customer: the event was found during an engineer inspection test. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: a2, a4, a5, a6, b5, b6, b7, e2, e3, d8, g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light bundle in the insertion section was interrupted, hollowed and yellow. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that this event was caused by a component failure of the light bundle in the insertion section. The most probable cause of the complaint was a component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.